Event description:
It was reported that the bone pin is slightly bent. As this was noticed before surgery, upon inspection, the patient was not involved at the moment.

Manufacturer narrative:
The device, used for treatment, was returned for prior evaluation but discarded. Visual inspection of the returned bone pin did not confirm the issue; however, functional evaluation confirmed the reported event. The bone pin would not pass through the runount gauge. It encounters difficulty approximately 3 inches from the tip. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. This failure mode will be trended to assess for any necessary corrective actions. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to mechanical component failure of the bone screw. No further investigation is required at this time.